Event description:
According to the reporter, during a procedure, the handpiece had inadequate/partial sealing. There was evidence of energy delivery and end tones were heard. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found the device's jaw opening and closing mechanism was functioning properly. Troubleshooting identified the device self activated. The device would self activate when the handle body was shaken. The fault was isolated to the activation button. The device was escalated to the manufacturing engineer for further analysis. It was reported that the device sealed partially. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of self-activation failure. The most likely cause for the additional condition is traced to supplier related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.